Manufacturer narrative:
It was reported that the patient has fractured his medial calcar and his femoral stem has subsided, all due to his size and bulk. This led to his revision and the oxinium femoral head and synergy porous high offset stem were removed. The devices were not made available for evaluation. Therefore products inspection could not be performed. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. However, based the CT that confirms the calcar fracture and the x-ray showed the stem subsidence. The patient body habitus as a likely contributing factor cannot be ruled out. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to fracture. Femoral head and stem explanted and replaced. Delay of less than 30min reported.